Event description:
Bowel injury near incision site. Patient treated with temporary stoma and antibiotics.

Manufacturer narrative:
The manufacturing process, design, inspection, testing, lot records, training records, etc. Were evaluated.